Event description:
On (B)(6) 2009, pt reported ongoing concerns with infusion set adhesive sticking. Pt uses a competitor's infusion device. Pt reported she changed the infusion headset this morning, it came loose around noon and then again around 4 pm. Recommended pt try IV prep wipes or adhesive dressing. Pt reported this was previously recommended, but she has not done this. Reviewed importance of using barrier or liquid adhesive to assist with concern. Recommended pt contact (B)(4) distributor to order products. Advised pt it is important to try products designed to increase adhesion. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.